Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the device is fractured into two pieces. Both pieces were returned for evaluation. The device shows significant signs of wear/ usage. This instrument was manufactured in 2016. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. Based on this investigation, the need for corrective action is not indicated. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during a tka procedure, the trial snapped in half inside the patient (all the pieces were recovered). There was another s&n backup trial available. There were no delays in the procedure and no patient injuries reported.